Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy pad. The irritation was described as two quarter sized rug burns. The daughter reported the skin was off in one of the areas. There was no alleged device malfunction contributing to the irritation. The patient used otc hydrocortisone to treat the area. It was reported the patient said the belt or the holster was too short. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of the abundance of caution. Supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy pad. The irritation was described as two quarter sized rug burns. The daughter reported the skin was off in one of the areas. There was no alleged device malfunction contributing to the irritation. The patient used otc hydrocortisone to treat the area. It was reported the patient said the belt or the holster was too short. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of the abundance of caution.